Event description:
Boston scientific received information that during a recent device change out procedure for normal battery depletion, it was noted that this right atrial (ra) lead exhibited high thresholds and the patient was found to be in atrial flutter. The physician elected to cardiovert the patient. After the cardioversion there was complete loss of capture noted on the ra lead. As a result, the lead was surgically abandoned and successfully replaced. To date, no adverse patient effects have been reported.

Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.